Event description:
It was reported, bd syringe 10ml saline fill china sp, broken during use. Initial reporter verbatim: while using a pre-filled catheter flush syringe for a patient following an IV infusion, a visible defect was observed on the plunger rod. A new device was immediately provided to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.